Event description:
It was reported difficult deflation was encountered following the completion a successful iliac angioplasty. Attempts to fully deflate the balloon were unsuccessful. During withdrawal of the partially deflated balloon, the balloon material began to detach from the catheter shaft. The catheter was left in place and the pt underwent surgical removal of the balloon catheter. No pt sequelae resulted form this event and the pt's condition is good. The device was received, evaluated and retained by this MFR. The engineering evaluation revealed a circumferential tear in the balloon material 7.2cm from the distal tip. The proximal ro marker had been removed and was located 3mm proximal to the distal ro marker. The balloon material was bunched up at the distal end of the catheter shaft. The shaft under the balloon appeared to be slightly elongated. The balloon material was very wrinkled, however, no balloon material appeared to be missing. Although the account indicated continual exertion was not applied to the balloon catheter, this device displayed characteristics consistent with excessive force, an elongated shaft. Co believes, this factor may have contributed to this event. However, based on co follow up, co unable to determine the exact cause for this event. Co's direction for use state: "if resistance is concountered due to balloon rupture or for any other reason when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove them as a complete unit to prevent damage to the guidewire, catheter, introducer sheath, or vessel."